Event description:
It was reported that this percutaneous thrombolytic device (ptd) set had a problem with the engine or battery of rotator. During the procedure in the angio room, the basket didn't rotate properly and as a result, became stuck in a vein because of thrombus. The md tried to remove the catheter, but he couldn't move it back or forth. Finally he removed the catheter by using a spring wire guide (swg) through the sheath. He unpacked a new kit and completed the procedure with it. "After I rec'd the complaint report and device, I activated the on switch and noticed the sound coming from the rotator was not as it normally is." A new kit was opened and used w/o issue. There was not reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.